Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not receiving much benefit from the implant. Fitting map had showed that only 3 electrode channels were active. The patient was re-implanted on (B)(6), 2011.